Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07-dec-2017 with the following findings: during investigation there was -evidence of short battery life is illustrated with sudden voltage drop leading to ¿cs128¿ alarm on (B)(6) 2017. Battery compartment and cap are undamaged and able to fit. The ez-prime¿ steps were performed correctly, all currents reading are within spec, unable to duplicate ¿short battery life¿ complaint. Pump¿s cover was removed, moisture corrosion was found to the cgm module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.